Event description:
It was reported that the head of the drill casing came off during a case. A backup was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the reported failure by the customer was duplicated. Upon visual examination, it was found that the motor inlet hose was ripped apart from the swivel assembly. The motor inlet hose connects to the swivel assembly; high pressure gas runs through the inlet hose and if not fitted correctly can cause the motor hose assembly to disassemble or blow apart from the swivel assembly. The device was repaired and returned to the customer.